Event description:
Philips received a complaint on the v60 ventilator indicating that there was an alarm for low tidal volume. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the patient had been placed on the ventilator due to already having respiratory failure. During a nurses rounds, it was found that the patient's breathing difficulty had worsened. The v60 ventilator alarmed for low tidal volume and it was determined it could not continue to be used. The nurse immediately swapped in another non-invasive ventilator, the product and model number of which were not provided. The v60 ventilator which alarmed for low tidal volume was taken out of service for repair. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device's diagnostic report (drpt) was not available. The device's setup and configuration were asked but unknown, the settings and alarm thresholds were asked but unknown, and any further information regarding the patient outcome was asked but unknown. It was confirmed that no alarms occurred, and it was stated that there were no casualties as a result of the alleged issue. The asp provided that the hospital's engineers had repaired the device by replacing the gas delivery system (gds). The asp confirmed that the device had returned to full functionality and was back in use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.